Manufacturer narrative:
(B)(4). Results: (stent graft misplacement, vessel occlusion, hematoma); (left iliac severely tortuous with stenosis). Conclusions: (left iliac was severely tortuous with stenosis).

Event description:
It was reported that the patient had an mi. The investigator assessment states that the event is related to the procedure; however it is not related to the study device. It was reported that the patient was experiencing renal failure at implant. The investigator assessment states that the event was related to the procedure; however it was not related to the study device.

Event description:
Additional information was received. The patient¿s death certificate identifies the immediate cause of death as acute renal failure due to atherosclerotic cardiovascular disease; other contributing causes included chronic renal failure, chronic obstructive pulmonary disease, aortic stenosis and type ii diabetes mellitus.

Manufacturer narrative:
Results: unknown cause of death. Death. Conclusion: unknown cause of death. Death.

Event description:
The investigator assessment states that the event of pseudoaneurysm is not related to the study device; however it is related to the study procedure. The patient recovered.

Event description:
Additional information was received. It was reported that the patient expired. The cause of death is unknown.

Event description:
An endurant aui stent graft system was implanted in a pt for the endovascular treatment of 5.1 cm saccular aaa with an infrarenal angle of 11 degrees. Aortic neck was 23 mm in diameter and 35 mm long. Distal aorta was 15 mm in diameter. Right iliac had moderate tortuosity, and left iliac was severely tortuous with stenosis. After access through the right side, an endurant 28x14x105 aui was placed without any unintentional coverage of the renal arteries. The tip was successfully recaptured. However, when re-sheathing the device and pulling the trigger, the physician pushed the blue slider toward the gray handle grip rather than bringing the gray grip to the blue slider. The delivery system was also forcibly pushed proximally; as a result, the open end of the graft cover with the radiopaque band was forced into the bottom of the stent graft. The nose cone got caught in the suprarenal stents, and there was just enough force to appear to have dislodged the hooks on the left side and allow the graft to push the graft proximally by 1-2 mm, just enough to impinge on the renal ostium; 50% stenosis of the left renal. A renal stent was then placed in the left renal, more as a preventive measure. The inaccurate delivery/movement of the graft during implantation was assessed to be device and procedure related. A 16x13x120 extension limb was then placed to complete the case. An acute pseudoaneurysm of the left groin with a hematoma was noted the following day. The left femoral anastamosis of the right to left fem-fem bypass graft had split open from the left femoral artery. A graft was used to surgically repair the area from the distal common femoral artery to the distal left iliac artery. The pseudoaneurysm was assessed to be unrelated to the device and to the procedure. No clinical sequelae were reported and the pt is fine. Please note that this device endurant aui stent graft is distributed outside the united states; however, it is similar to the united states distributed product endurant bifurcate stent graft.